Event description:
It was reported that the patient was hospitalized due to deterioration of heart failure and it was noted the cardiac resynchronization therapy pacemaker (crt-p) had reached elective replacement indicator (eri) and was operating in vvi at 65ppm as a result of premature battery depletion. It was suspected the deterioration in heart failure was attributed to the premature depletion and the device operating at vvi 65 bpm. The crt-p was explanted and replaced and the patient's condition improved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.